Manufacturer narrative:
A partial lead was returned in one piece, measuring 22.1 cm from the connector end. External insulation abrasion was noted at 17.6 cm to 17.8 cm from the pin consistent with lead friction to can. The etfe coating was intact at this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited lead noise. The patient presented for lead revision procedure. During the procedure, it was noted that the lead had insulation breach and fracture. The lead was explanted and replaced. The patient was stable post procedure.